Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-01590 / 01591).

Event description:
During a procedure, the inserter fractured while impacting the cup. The fractured pieces fell into the cup which was removed. Another cup was used to complete the procedure after approximately a five minute delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Corrective action has been initiated to address the reported issue..

Manufacturer narrative:
This follow-up report is being filed to correct information.

Event description:
During the procedure, the inserter fractured while impacting the acetabular cup. The fractured pieces were stuck within the acetabular cup. Due to the fractured threads not being able to be removed, the acetabular cup had to be removed. Another acetabular cup was used to complete the procedure after approximately a five minute delay.